Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for critical pump error and screen went black as well as insulin pump stopped working. Customer¿s blood glucose was unknown at time of incident. Customer states that critical pump error image was displayed on insulin pump screen. Customer advised to refer to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Unable to verify critical pump error due to blank display noted.